Event description:
Customer alleged there is an exposed bolt on the arm of the chair that has caused injury. Minor injury alleged, medical attention sought.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41bb, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called stating that there is an exposed bolt on the arm of the m41bb power chair. RMA is pending for the return of the product to invacare for an inspection. Minor injury and medical intervention alleged.